Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by opening the unit and observing the bent nozzle. The issue was resolved by replacing the nozzle and aligning diluent bottom position. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 09aug2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2013 sample level detection: description: the liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. Troubleshooting: contact the service department. 4020 spec z axis home overrun: description: the specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 4002 turntable home not found: description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to crashing of the probe and a damaged nozzle.

Event description:
A customer reported getting error messages 2013 sample level detection, 4020 spec z axis home overrun, and 4002 turntable home not found on the aia-360 instrument. The customer verified that the sample probe was bent. The technical support specialist sent the customer a sample probe replacement. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.